Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pn120 device was returned with no apparent damage. During the visual inspection, the tip of the needle was noted with dried body fluids. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: during insertion, inspect the instrument handle to ensure that the ¿red safety indicator¿ slides proximally in the direction of the stopcock. This action retracts the blunt stylet and exposes the sharp needle tip for penetration. Do not attempt to use the endopath pneumoneedle if the blunt stylet does not retract into the needle sleeve. Once the blunt stylet is free of tension from the tissue, the ¿red safety indicator¿ resets itself back into the distal portion of the handle. Use appropriate testing to ensure that the endopath pneumoneedle is safely in the abdominal cavity. Once testing is completed, insufflate the abdomen. The event described could not be confirmed as no damages were observed and the device performed without any difficulties noted. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy, the safety needle remained exposed after puncture and did not retract. Opened a new product to complete case. No patient harm.